Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) had received information from the customer that were experiencing an interface issue and that registered patients were not going through. The issue was occurring on multiple stations. Tss confirmed that there had been no response from it regarding remote access, and after checking with the customer, confirmed that everything was working. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not populating on multiple stations. The user stated they had an interface issue, and registered patients were not going through. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.